Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: biomet 360 tibial augment, catalog #: 185233, lot #: 002960. Biomet 360 tibial tray, catalog #: 185203, lot #: 082440. Biomet 360 tibial cruciate wing, catalog #: 185650, lot #: 859360. Vanguard distal femoral augment, catalog #: 185405, lot #: 924540. Vanguard ssk 360 femoral component, catalog #: 185265, lot #: 3689139. Biomet splined knee stem, catalog #: 148289, lot #: 999870. Vanguard posterior stabilized tibial bearing, catalog #: ep-183640, lot #: 922640. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02493, 0001825034-2018-02494, 0001825034-2018-02495, 0001825034-2018-02496, 0001825034-2018-02497, 0001825034-2018-02498, 0001825034-2018-02499. Product location unknown.

Event description:
It was reported that the patient had undergone a revision on an unknown date for unknown reasons. No patient consequences were reported.

Event description:
It was reported that a patient was admitted for inpatient rehabilitation for a duration of three weeks due to a flexion-extension contracture, pain, and swelling. This occurred approximately 2 months after being revised due to pain and fracture of the femoral component. The patient¿s function improved with physical therapy. No surgical intervention noted.

Manufacturer narrative:
This report is being submitted for corrections and to provide additional information regarding this event.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Medical records were provided and reviewed by a healthcare professional and found: "after she was admitted, the patient was walking with elbow crutches. The knee was fixed in a flexion-extension contracture, swollen, increased joint temperature, topically painful. During hospitalization, due to the rehabilitation treatment the pain was alleviated, and general function improved." No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date. Attempts have been made and no further information has been provided.